Event description:
Clinic notes were received indicating that the vns patient was hospitalized for 7 days due to problems with airway management following her initial vns implant surgery. Attempts for additional relevant information were made but have been unsuccessful to date.